Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced the urgency to urinate and thirsty. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer self-managed to administer 2 units of humalog injection for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 50 mg/ dl was compared to a competitor brand device reading of 360 mg/ dl, and the results, when plotted on a parkes grid, fell into the "d" zone, showing the difference in values to be clinically significant. The sensor has been worn for 1 day. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.